Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. A charge and boot test was performed and passed. A pairing test was performed and passed. A receiver functional test was performed and passed. There was no data within the investigation window. The allegation was undetermined. No injury or medical intervention was reported.